Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Four photos and a device visual inspection noted that the first and the forth photo depicted what appeared to be two clips on a vessel, one clips appears to not be closed properly and twisted. The second photo depicted a fuzzy photo of what appeared to be a clip on a vessel. The third photo depicted three clips on a vessel. Also, the instrument was received partially applied and the clip counter was no longer active. It was reported that the clips did not close completely and were malformed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if excessive twisting of the jaws was applied when firing the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to a 3mm aorta during video assisted thoracoscopy procedure, the clips were not formed and resulted to blood loss of 500 cc or more. It was stated that three or more clips in were in the vessel. The blood loss required a blood transfusion and the procedure was converted to open. The procedure was extended to 30 minutes or more and resulted to patient's extended hospitalization. The patient incurred a temporary injury with neurological failures and is critical.